Event description:
Customer reports, the jelly is plugging up the catheter and causing non-drainage. They have to remove the catheter and reinsert.

Manufacturer narrative:
Reference MFR complaint# tj1998-3-31-253. No samples were returned & no lot info was provided. Mfg reported a change to the lubricant jelly in 1997, but co cannot determine if this product was produced after the change due to the lack of info. We will reopen the complaint if product is returned at a later date.